Manufacturer narrative:
The pipeline flex will not be returned for evaluation as it was implanted in the patient. The device was not returned for analysis; therefore the complaint could not be confirmed, and the event cause could not be conclusively determined. All mdrs related to this event: 2029214-2016-00341 2029214-2016-00342 2029214-2016-00343.

Event description:
Medtronic received report of pipeline flex did not open during a procedure. The patient was undergoing treatment for an unruptured, saccular aneurysm in the right cavernous internal carotid artery (ica). Aneurysm max diameter was 15mm; neck diameter was 6mm. Landing zone artery size was 4.4mm distal and 4.75mm proximal. The vessel was moderately tortuous. The device was prepared as indicated in the IFU. After deployment of the pipeline flex, it was reported that the device was not completely open. The physician attempted to balloon angioplasty the device. During ballooning, it was reported that the proximal end of the pipeline flex foreshortened and fell into the aneurysm. The physician attempted to access the pipeline flex for several hours, but was unable to. The procedure was ended. The patient was brought back three days later for retreatment. During the retreatment procedure, access to the aneurysm was made on the left side through the anterior communicating artery. The pipeline flex was snared and pulled down to the inflow. An additional pipeline flex was implanted telescoping the first pipeline flex.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.